Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. According to the patient, on (B)(6) 2025 at around 11:00, the patient experienced feeling dizzy, lightheaded and blacked out. The patient woke up on the ground while being assisted by the emergency medical technician (emt). The emt did not perform a fingerstick or provide any medication or treatments. The patient stated he was asked several questions by the emt to further check if he was okay and was then released. The patient went home; he did not go to the emergency room or hospital. The patient does not recall if any error was displayed on the cgm, however the cgm stopped giving readings. At the time of the report, the patient was feeling normal. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion.no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. B5: describe event or problem - additional information. H2 type of follow up: additional information. H6 codes: additional information.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. According to the patient, on (B)(6) 2025 at around 11:00, while at work, the patient¿s sensor stopped working. The patient is unable to recall if any error message that occurred on his continuous glucose monitor (cgm). The patient experienced seeing black spots, feeling dizzy, lightheaded and blacked out. A co-worker called emergency medical services (ems). The patient woke up on the ground while being assisted by the emergency medical technician (emt). The emt did not perform a fingerstick or provide any medication or treatments. The patient stated he was asked several questions by the emt to further check if he was okay and asked if he wanted to go to the emergency room. The patient declined and went home. The patient reported that when he blacked out, he bit a chunk of his tongue. The patient is unable to provide any cgm or blood glucose readings. At the time of the report, the patient was feeling normal. Data was provided for investigation and showed evidence of a sensor restart occurring. The allegation was undetermined via data. A probable cause could not be determined.